Manufacturer narrative:
Initial reporter occupation: sr. Global post market surveillance specialist. (B)(4). Investigation summary: a device history record review was completed for material number 305110 and lot number 9226367. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, two physical samples were received for evaluation by our quality team. The two samples came in opened packaging blisters with the plastic shields. A visual inspection was performed and no needle through the shield was observed. The shield was removed and inspected with a 30x microscope. No damage was found and both samples have straight needles. Based on the investigation results, the samples received did not show the symptom reported by the customer. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: 2 samples were received. They came in opened packaging blisters. Both have the plastic shield. Visual inspection was performed. No needle through shield was observed. The plastic shield was removed. Both have a straight needle. The plastic shield was inspected under a 30x microscope. No damages were found. A review of the applicable fmea/peura ((B)(4)) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause description: root cause is unknown. The samples received have no damages neither the symptom reported by the customer was confirmed. Rationale: based on the investigation and the sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring this product and lot.

Event description:
It was reported that the bd precisionglide¿ needle 26g x 3/8 in experienced the needle point penetrates through the shield prior to use. The following information was provided by the initial reporter: material no: 305110 batch no: 9226367. Caller reported needle is sticking out of the yellow plastic packaging which it is normally sealed inside of. Number of occurrences: 1. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Product with issue: bd 26 g, 3/8"" needle, pn 305110. Product lot # 9226367. Did issue cause any injury? No. Did customer require medical intervention? No. Is product manufactured by bd? Yes.